Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the following: nozzle, plastic distal end cover, objective and light guide lens, connecting tube, up/down and right/left knobs and the switch box and scope cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e2, e3, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, the foreign material could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Although nozzle, objective lens glue, light guide lens glue, plastic distal end cover, bending section cover, and connecting tube all had foreign material was confirmed on the photos provided by the service business center, the foreign material could not be identified. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures.¿ olympus will continue to monitor the field performance for this device.